Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. It was noted analysis of the device memory was also performed and no anomalies were found. The analyst commented elective replacement indicator (eri) had not been triggered, the battery voltage was 2.82v, and save to disk files do not provide battery impedance data. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached premature battery depletion and it was noted there was a "possible field action issue". The crt-p was explanted. No patient complications have been reported as a result of this event.